Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure(gi bleed).

Event description:
It was confirmed that approximately 17 months post index procedure the patient had a revascularization of the lad with 3 other brand of stents implanted. The patient recovered. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (mi).

Event description:
The investigator has assessed that the gi bleed and patient death were not related to the study device.

Event description:
There were four endeavor sprint rapid exchange (rx) drug eluting stents implanted during the index procedure; one in the proximal cx, one in the proximal lad, one in the mid lad and one in the distal lad. It is reported that the pt suffered an acute stemi approx 1 day post index procedure. It is reported that it was a non-q-wave mi, located in the anterior, lateral involving the target lesion. Investigator has indicated that the event had a possible relationship to the study device. Re-catherization was performed and it showed a pinched diagonal branch which had flow but was too small for angioplasty. The rest of the vessel was patent. Pt was taking aspirin 24 hours prior to the event. It is reported that the pt recovered without further treatment. (Ref MFR#961216420110097, 9612164201100198, 96121642011001199).

Event description:
It was reported that a gi bleed event occurred approximately 19 months post the index procedure. It was reported that the patient received a transfusion and recovered. Investigator did not assess if the event was related to the study device. It was reported that the patient died due to myelodysplasia five days later. Investigator did not assess if the event was related to the study device.